Event description:
It was stated that the customer was hospitalized for low blood glucose levels as low as 20 mg/dl. The nurse stated that the customer changed the infusion set prior to event and she was disconnected during the manual prime. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume did not match the amount of insulin in the reservoir. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.